Event description:
A report was received that the patient would be explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-50 serial#:(B)(4). Description:artisan 2x8 lim, 50 cm.

Event description:
A report was received that the patient would be explanted.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.